Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit had very low flow. The device was not changed out, as the unit still functioned and they have been using for surgery. The surgical procedure was completed successfully, and there were on delays, no blood loss or no adverse consequences to the pt.